Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the issue, and there was no adverse impact to the customer's blood glucose level. The pump reset on its own, and even though the malfunction code was identified as malf 0, the fault ID could not be confirmed. To resolve the issue, a replacement pump was sent to the customer, who planned to use a backup insulin pump to ensure insulin delivery was not interrupted.